Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pt never experienced therapeutic effect and the pump "never" worked for her. The pump contained normal saline. The pt moved to (B)(6). Add'l info received reported a "pump failure"/motor stall was discovered 12 hours prior to the pt moving to (B)(6) on a permanent basis. The pt planned to have another physician in (B)(6) revise the pump which was helping the pt.